Manufacturer narrative:
The samples were serum.the customer stated that qc prior to the event was within the laboratory's established ranges.the customer saw that the co2 reagent lines were full of air and resolved the issue by reseating the bottle caps and straws and reseating the valve connector.instrument performance was verified remotely by bci technical support.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low co2 results generated by the unicel dxc 600 pro synchron clinical system. The erroneous results were not reported outside of the laboratory. The samples were repeated on a different instrument and those results were reported. There was no affect to patient with regard to this event.